Manufacturer narrative:
Investigation: our quality engineer inspected the returned unit and confirmed the reported observation of an incorrectly assembled stopper. The defect was likely created during the assembly of the product. It¿s possible that the stopper tooling set screw became loose during assembly, creating a gap between the stopper and plunger. This would have allowed for the stopper to be improperly assembled with the plunger. Action has been taken to secure the loose screw on the tooling set and prevent it from becoming loose again. The reported batch was produced before this corrective action was made. DHR was reviewed and no simila defect was found during in-process inspection and qa outgoing inspection. Qn was raised for similar non-conformance on march 2019.

Event description:
It was reported that abnormal stopper was found with a bd luer lock¿ syringe. The following information was provided by the initial reporter, "abnormal stopper."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that abnormal stopper was found with a bd luer lock¿ syringe. The following information was provided by the initial reporter, "abnormal stopper."